Event description:
It was reported that the external pulse generator had a damaged connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a damaged connector, the atrial output connector was broken. Analysis also found that the upper and lower cases, lead flex cover and battery drawer were broken and that the battery contacts were compressed. (B)(4).